Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The shock impedance measurements were observed to be high at 144 ohms. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.